Manufacturer narrative:
The lot complaint history was reviewed. This is the third complaint for the finish goods lot; however, the first for this issue. The device history record shows the product was released per specifications. Two samples were returned and visually inspected. The drip chamber and probe were cutoff on one sample in returned condition. Labstock manifolds were used to continue functional testing. A console representing the current software version was used to test each sample. The ball in the check valve of the drip chamber moved freely per specification. The samples could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. Toggling the infusion and the fluid/air exchange (f/ax) modes, fluid and air flowed from the cassette to the infusion line continuously without any bubble in various settings in all sub modes. No message code appeared on the screen. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. Both samples functioned per specifications. The root cause of the customer's complaint could not be established; the returned samples met specifications. (B)(4).

Event description:
An opthahlmic surgeon reported that the console presented an error message and the patient experienced increased intraocular pressure during a vitreoretinal procedure. The issue was resolved by replacing the product. There was no patient harm. Additional information and product sample have been requested.

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).